Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard, but telemetry was not yet performed. The patient was in the emergency room (ER) with what was described as a two-tone pump alarm occurring every about 1 hour. Two days prior the patient missed their pump refill appointment. The patient had withdrawals symptoms with a gradual onset. A call was made to a pharmacy to determine what oral (po) baclofen dose to treat the patient with. The patient later denied a pump alarm occurred, but reported that he had experienced increased spasticity for approximately 2-3 weeks. The location of the issue or symptoms was in the legs. No action was required as a result of the event. The pump was interrogated and there were no abnormal logs, nor any alarms. The cause of the issue was not determined. The emergency room (ER) health care provider (hcp) did not make any changes to the programming. The patient¿s managing hcp was not notified of the increased spasticity. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).